Event description:
While giving resident her bath in the tub, the nursing assistant lifted the chair out of the water and began draining water from tub. As the nursing assistant began to cover resident with sheet, she asked resident to bend forward so she could tuck sheet in back. As resident bent forward belt gave way and resident fell forward into tub.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, inserviced by other facility staff. The device was not destroyed/disposed of.